Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 01:50:33. During night drain cycle four, the patient's ultrafiltration reading was 1372ml, indicating the home patient (hp) drained 1372ml more than their maximum programmed fill volume of 2000ml.no additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The homechoice passed all returned instrument testing evaluation performed. A short simulated therapy was successfully completed. External and internal inspection was performed with no problems found. Upon conclusion of the investigation, the cause was determined to be one or more cycles were advanced to the next fill by the patient when the drain was slow or not flowing above the minimum drain volume threshold. Should additional relevant information become available, a follow-up will be submitted.